Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID envpro-16-us (lot: 0012745067); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve in a patient with severe annular calcification, an infold was observed. After three deployment attempts with subsequent recaptures, the infold did not improve. Subsequently, the valve was withdrawn from the patient, and a new valve was used to complete the procedure. No patient complications were reported as a result of this event.

Event description:
It was reported that during the attempted implant of a transcatheter valve in a patient with severe annular calcification, an infold was observed. After three deployment attempts with subsequent recaptures, the infold did not improve. Subsequently, the valve was withdrawn from the patient, and a new valve was used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received indicating that no misload was identified during loading. The infold was observed during the initial deployment. Per the physician, the patient's annulus was severely calcified and this may have contributed to the infold. There was a procedural delay as a result of the infold as a new valve had to be loaded.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.